Manufacturer narrative:
B3/ d10: the even occurred on an unspecified date of july 2024. E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve had a crack which resulted in leak; further described as "blowing out under pressure injection". The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.